Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The device's power management board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.